Event description:
On (B)(6) 2025, the user reported experiencing both hyperglycemia and hypoglycemia while using the ilet device. After dinner, the user reported hyperglycemia and attempted to correct by performing a meal announcement without eating. The user later awoke with a low blood glucose (bg). The lowest recorded bg was 35 mg/dl, and the highest was 654 mg/dl. The event was self-treated successfully with glucose tablets, and bg eventually returned to range. The device provided high and low bg alerts. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.